Event description:
A customer reported to a baxter product surveillance of one (1) 60" micro volume extension set 0.22micron air that leaked a high-risk unknown medication with an unknown patient. The leak was reported to have occurred at the connection site. This condition was noticed when the patient felt wet clothes during an infusion. The set was swapped out for another without further incident. There was no report of patient injury or adverse reaction associated with this event. No additional information is currently available.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). Corrected information: upon further investigation, the alleged defective product was a non-baxter product. The sample will be returned to the customer.